Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported that the insulin pump alarmed motor error during rewind. The customer did the rewind again and motor error alarm returned. Blood glucose value was 189 mg/dl. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.